Event description:
Report rec'd from (B)(6) stating that the device had damaged bearings. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).